Event description:
Pt presented to dr's office with a complaint of right knee pain. The pt had a right total knee replacement done in 2003 by dr. Pt was doing well but then developed some pain and swelling of the knee. Dr did an aspiration which showed infection. Pt had a revision and reimplantation of new right total knee replacement.